Manufacturer narrative:
Returned device was received in worn physical condition. There was wear and tear to the damaged enclosure, front cover, tank cover, and line cord. The device had an outdated pcb and power switch. During the evaluation of the device, the initial complaint was confirmed which was caused by the age and the condition that the returned device was in. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not getting warm. No adverse events were reported.